Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2005; 5071 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was possibly damaged during laser extraction of another lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.